Manufacturer narrative:
The device was evaluated by a field service rep and the report is pending review. This report will be updated when the eval is complete.

Event description:
It was reported that the nurse had a zimmer tourniquet pump in her hand and grabbed the IV pole on the rover and was shocked. Both pieces of the equipment were unplugged at the time. This resulted in a red mark on her arm and she was sent for medical attention. This occurred while cleaning up after a procedure. Info surrounding specific injury and medical intervention is unk at this time and has been requested from the account.